Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable exhibited a purple image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "varying colored images (purple/green)." Malfunction would likely be related to an image error cause by a failure of the charge coupled device caused by the following: unacceptable tension in the area of the "charged coupled device" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "holder to bumper sleeve.¿ unacceptable tension in the area of the "charged coupled device " assembly due to asymmetrical alignment of the spring to holder before the bumper sleeve is joined. Pre-existing damage to the "charged coupled device " assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.